Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited t-wave oversensing at atrial rates above the maximum tracking rate (mtr). Technical services (ts) discussed troubleshooting options and programming considerations. The patient was seen for a clinic visit, where it was noted that intrinsic r-wave amplitude was 4.36 mv and t-wave amplitude was 1.58 mv. The device sensitivity was programmed via automatic gain control (agc) 0.6 mv. The pacing rate was approximately 126 beats per minute (bpm), and as a result the rate of decay was more aggressive at 126 bpm than at slower rates. Technical services (ts) discussed troubleshooting/programming options and suggested performing defibrillation threshold (dft) tests following any adjustments to sensitivity. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited t-wave oversensing at atrial rates above the maximum tracking rate (mtr). Technical services (ts) discussed troubleshooting options and programming considerations. The patient was seen for a clinic visit, where it was noted that intrinsic r-wave amplitude was 4.36 mv and t-wave amplitude was 1.58 mv. The device senstivity was programmed via automatic gain control (agc) 0.6 mv. The pacing rate was approximately 126 beats per minute (bpm), and as a result the rate of decay was more aggressive at 126 bpm than at slower rates. Technical services (ts) discussed troubleshooting/programming options and suggested performing defibrillation threshold (dft) tests following any adjustments to sensitivity. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.